Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, occlusion alarms occurred. Blood glucose level was over 500 mg/dl. A correction bolus was delivered to address bg level. Reportedly, due to experiencing recurring occlusion alarms, bg level elevated to 738 mg/dl, and the customer was subsequently hospitalized on (B)(6) 2019. Customer was treated with intravenous insulin drip in the hospital. Customer was released on (B)(6) 2019 with no permanent damage and the issue resolved. The customer resumed pump therapy.